Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation of the battery logs confirmed the internal battery degraded alarm. Based on all available evidence and previous investigations of similar complaints, it was determined that the reported device alarm was most likely due to a software issue when the battery parameters were being configured. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.